Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Type of reportable event: noise with no known intervention.

Event description:
Boston scientific crm received information that this transvenous right atrial (ra) lead in association with the acute cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing. It was uncertain whether there was a lead or connection issue. Real-time electrogram (egm) showed very prominent, high amplitude noise on the atrial egm as well as smaller occasional noise on the shock egm. There was also a stored anti-tachycardia response (atr) episode from the previous device showing noise on the atrial egm and shock egm lasing approximately 4-5 seconds. To date information suggests that these medical devices remain in service without further issue. It is unclear what, if any, corrective action was performed.